Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is two of three reports (3007042319-2015-01676, 3007042319-2015-01677 and 3007042319-2015-01678) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the staff that the patient reported "battery switching" with critical battery alarms and pump stops. Log files were sent to manufacturer for analysis. Preliminary analysis reports 5 low flow alarms have been logged since (B)(6) 2015. The current low flow alarm limit is set to 1.5 lpm. It was reported there were no effects on the patient and "the patient was doing fine the whole time". Investigation is in progress. This MFR report is 2 of 3 related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. The instructions for use (IFU) includes the following warning. Never disconnect both power sources (batteries and ac or dc adapter) at the same time since this will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is 2 of 3 reports (3007042319-2015-01676 and 3007042319-2015-01678) submitted for devices related to the same event.